Event description:
Philips received a complaint from the customer on the v60 indicating that the touchscreen was offset. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the touchscreen was offset. Per a good faith effort (gfe) response, the rse assisted the customer with calibrating the touchscreen and confirmed that the touch function returned to normal. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).